Event description:
During baxter's eval of a spectrum pump, a device failed to alarm for an upstream occlusion during functional testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During functional testing, the device failed to alarm for an upstream occlusion. The device passed additional upstream occlusion tests. The upstream sensor was replaced.